Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station of the immage immunochemistry system was overflowing and not draining. Customer reported that fluid leaked onto the top of the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the sample wash station had overflowed. The fse replaced the drain solenoid valve. The fse also replaced the drain filter. The fse verified the issue was resolved and the system was functioning properly after the repair.